Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's blood glucose dropped to 35 mg/dl. The patient treated with a piece of bread topped with peanut butter and sugar. The patient also had a glass of milk. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.